Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 2 months. The event occurred at (B)(6). It was reported that the pump was not explanted. A correlation between the device and the reported events could not be determined. Device thrombosis, hemolysis, and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. The patient had a history of chronic renal failure with episodes of acute-on-chronic renal dysfunction prior to lvad implant. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that prior to implantation, the patient had a history of chronic kidney disease with prior acute on chronic kidney disease and required continuous renal replacement therapy (crrt) during the peri-operative period following lvad implant. At an unspecified time later, a bleeding gastrointestinal (gi) ulcer was diagnosed that required surgical intervention. Subsequently, the patient had recurrent episodes of gi bleeding that required multiple hospital admissions, blood transfusions, hemoclips, and other unspecified interventions despite being started on thalidomide. During these episodes, there were no reports of any pump alarms, elevated pump powers, or any other issues. The patient's lactate dehydrogenase (ldh) levels were reportedly normal. The patient's renal function was reported to have improved, with a continued elevated serum creatinine level but no longer requiring crrt. In (B)(6) 2016, during an outpatient visit, the patient was admitted to the hospital due to a sub-therapeutic inr, elevated ldh levels, pump power elevations noted in the system controller history log file that occurred a few days before the outpatient visit, and recurrent gi bleeding. It was also reported that approximately two weeks prior to this hospital admission, the patient's creatinine was again elevated and the patient became crrt dependent. During the current hospital admission, date not specified, the patient's hemoglobin was again low and the patient's anticoagulation therapy was again stopped due to persistent gi bleeding that required multiple blood transfusions. The pump power and the patient's ldh levels were elevated to unspecified levels. The patient subsequently developed heart failure symptoms and the renal failure then required hemodialysis. The patient ultimately expired on (B)(6) 2016 reportedly due to heart failure complicated by suspected pump thrombosis, renal failure and gastrointestinal bleeding. No additional information was provided.